Event description:
The customer reported that they could not get pacing capture on a pt with this device. The customer reported that there was no impact to the pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.